Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the most proximal strut row were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found issues with bunching noted in the distal inner extrusion 80mm proximal to distal end of tip. A 0.014" guidewire, verified and loaded successfully through the distal end of the tip to a depth of 80mm where it met an obstruction in the form of polymer extrusion bunching. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderate to severely calcified vessel. A 4.00 x 38 synergy drug-eluting stent was selected for use but was unable to advance into lesion even after rotablation with a 1.75mm burr. The stent struts were damaged and the procedure was completed with another synergy stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderate to severely calcified vessel. A 4.00 x 38 synergy drug-eluting stent was selected for use but was unable to advance into lesion even after rotablation with a 1.75mm burr. The stent struts were damaged and the procedure was completed with another synergy stent. There were no patient complications nor injuries reported.